Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump did not alarm. At the time of the complain the initial reporter stated that there had been no adverse effects to the patient and that they had no additional information. Complaint: (B)(4).